Event description:
Senseonics was made aware of an incident where the patient complained of receiving "low sensor temperature" alert on (B)(6) 2025 at 07:17 am and this continued even after resetting the transmitter. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the user was offered a sensor replacement. B4.date of this report 05 sept 2025 g3.date received by the manufacturer? 05 sept 2025 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.